Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported that they are having another procedure done because the original spinal cord stimulation doesn't work. Caller stated that the lead slipped and it wasn't working so they have been rescheduled to do another procedure. Caller added that they need to put the device into MRI mode but they can't turn the remote on. Agent walked caller through connecting the handset and communicator to the recharger. Caller confirmed seeing no device response. Agent had caller reset the communicator and attempt to connect to the implant again and still seeing the same message. Agent was able to determine that the implant does not have enough charge or it is currently depleted. Agent walked the caller to initiate a charging session. Caller was able to start a charging session with good charging quality. This included caller mentioned that when they are standing up and as soon as they sit down it will go to nothing and they are not getting good right now. Agent advised to adjust the recharger until they get good/excellent connection. On call back caller confirmed that they were able to connect successfully and enter into MRI mode. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: unknown); product type: 0200-lead; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the lead had migrated outside of epidural space. Patient underwent revision to have a paddle placed. The cause of the event was unknown. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.